Event description:
The customer stated that the insulin pump was not reading the reservoir volume correctly. The customer's blood glucose reading was 400 mg/dl. Troubleshooting was performed. The displacement and prime tests passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.